Event description:
It was reported that an omniwire was used in a coronary procedure for a severely calcified distal lad. During use, recognition was successful; however, the tip became stuck/entangled in a ductal branch and separated. An emergent surgery was performed to remove the separated tip. The physician believed this was due to the uniqueness of the situation, and not from a product defect. This adverse event and product problem is being submitted due to tip separation, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal coil section. The returned section includes the hypotube, distal core, sensor housing, pressure sensor, and core wire; measuring approx. 183.5cm (spec 185 cm ± 5 cm). At the location of separation, the core wire was exposed resulting in a sharp edge. The distal section that was not returned includes the distal coil, dome, radiopaque tip, and shaping ribbon; measuring approx. 3 cm (spec is 3 cm ± 0.1 cm); therefore, approx. 3 cm of the distal tip separated in the patient. Block h6: the probable cause of the reported failure (tip separation) is due to damage during use/handling. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.